Manufacturer narrative:
Additional information was provided in d.10.,h.3., h.6. And h.11. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal, 20.0 diopter (add power plus 2.2/3.2) company lens was replaced with a non company, monofocal, 20.0 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, shadows. Clinical reason being mentioned as mechanical complication of intraocular lens (iol). The iol was explanted and exchanged for an unknown monofocal intraocular lens in the secondary implant procedure. Additional information has been received and stated the iol was exchanged for non-company lens in the secondary implant procedure and there was no patient impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).